Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process; insulin had squirted out of the tubing. The patient's blood glucose at the time of incident was 180 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The customer confirmed that the drive support cap was sticking out. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the displacement and rewind tests. The pump gave a motor error alarm during the basic occlusion test, and alarmed during the prime test due to a loose/protruded drive support disk. The pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a broken belt clip slot.